Event description:
Customer reports the 3rd connector pin is discolored on the inform system. Customer also reports pins 10, 11, and 12 are green or gray. No evidence of melting or burning observed. No quality controls were used. No adverse event reported. Requested return of suspect device and replacement was sent.